Event description:
During a low colostomy closure, the eea stapler was connected and fired, but the stapler cut and no staples were deployed. No staples were visible anywhere in the tissue, either proximal or distally. The entire anvil was immediately visible after firing, consistent with the stapler cutting without staples deploying. At this point, further dissection would increase risk of pelvic nerve injury and may require a coloanal anastomosis. It was decided this would be best managed by a colorectal specialist, so elected to abort colostomy reversal and bring up a colostomy again. Eea stapler was positioned in the rectum, anvil opened and mated to the colon appropriately. Stapler closed with marker in green zone. Safety removed. Stapler fired once with lever to the stapler body. No crunch felt or heard, only a click. The stapler was opened with two cuts ends with no staples. No staples seen in the device either. Manufacturer response for eea stapler, 29mm ethicon circular stapler, xl sealed (per site reporter). They wish to pick up the device.